Event description:
Caller reported that the pump body was cracked and the rubber door on the charging port had fallen off. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and was in the process of receiving a renewal pump.